Event description:
Rn of patient reports patient line of homechoice set became disconnected in drain 3/5 during treatment of homechoice device. Baxter technician assisted rn in ending treatment. No pt injury or medical intervention required per rn.